Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on return paperwork notes intermittent capture occurred in addition to the high capture threshold.

Manufacturer narrative:
The reported event of intermittent capture and high pacing threshold were not confirmed. The reported event of the helix would not extend was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The physician elected to reposition the lead on (B)(6) 2020. During the procedure, the helix was unable to extend after it was retracted. The lead was replaced. The patient was in stable condition.